Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the adjustment block bound up and failed to function properly. It would not move the coronal sizing guide more distal as it is designed to do. The surgeon basically freehanded the placement. The malfunction added additional time to surgery requiring additional anesthesia.